Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection from the gastrointestinal trauma (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient experienced hardening with nodule formation around the treated area of the mouth (perioral area, oral commissure) and no inflammation was noted after 6 month from injection with 1.0 ml of juvéderm® volift¿ with lidocaine in the nasolabial/marionette fold and cheeks. Patient also had an infection from the gastrointestinal trauma with massive (illegible), deemed not device related. Patient was treated with hylase dessau 6x5 ie. Symptoms has not been resolved but has significant improvement.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional (hcp) reported a patient experienced hardening with nodule formation around the treated area of the mouth (perioral area, oral commissure) and no inflammation was noted after 6 month from injection with 1.0 ml of juvéderm® volift¿ with lidocaine in the nasolabial/marionette fold and cheeks. Patient also had an infection from the gastrointestinal trauma with massive (illegible), deemed not device related. Patient was treated with hylase dessau 6x5 ie. Symptoms has not been resolved but has significant improvement.